Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated after initial explanations did not fully resolve the user's concerns. A dms review showed that the system was generally performing within expectations, with sg trends aligning appropriately once normal physiological lag was considered. Customer care advised the user to continue calibrating once per day and to monitor system behavior over the weekend to confirm continued improvement. Follow-up communication confirmed that readings appeared closer, although occasional differences still occurred for short periods. The user was instructed to continue using the system, calibrating as requested, and to reach back out if discrepancies persisted. After confirming improvement and providing the escalation feedback, the case was closed with instructions for the user to contact customer care if further issues arise.

Event description:
On february 11, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.